Event description:
It was reported in an article studying the side effects of pts implanted with the vns device, that two pts developed sinus tachycardia after the device was programmed on. This report will capture the second pt that developed sinus tachycardia and MDR 1644487-2010-00124 will capture the first pt. Good faith attempts to obtain additional info from the author of the article including pt and product identifiers, as well as whether or not this event has been reported to the MFR previously have been unsuccessful to date.